Event description:
During bilateral mastectomy, physician was using suction bovie pencil for cauterization when the yellow button became stuck in the on position causing a 1 inch burn to the pt's lateral chest.